Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer failed to open. A field service engineer reseated the row board cable and flex ribbon in main drawer 3.1. The drawer board was tested using a digital meter, and it was found that the drawer board in drawer 3.2 was inoperable, along with the main controller board for that drawer. Both drawers were tested in diagnostics. Debris found under the pockets was removed. The customer was able to access multiple medications from both drawers without any issues, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.